Event description:
It was reported that in new therapy, arctic sun device primed and stopped. Flow rate (fr) was 0lpm. Guided to diagnostics, system hours 1719, pump hours 1422, inlet pressure (ip) was -0.7psi, circulation pump command (cpc) was 100%, flow rate (fr) was 0lpm. Adjusted tubing, disconnected and reconnected using proper technique. Device primed and stopped. No other devices available per nurse. Stopped therapy, drained/disconnected pads and placed device in manual control, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 55%, inlet pressure (ip) was 1.6lpm. Added pads back one at a time and inlet pressure (ip) would never get above -1.1lpm, circulation pump command (cpc) was 100% all pads, inlet pressure (ip) would not get above .08lpm. They were changing the full set of pads rather than do more troubleshooting. Disabled manual control. Contact day charge nurse for pad return (ngkq3434).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.